Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During surgery for knee, the surgeon could not unlock the device after holding an implant. He gradually moved the holding part and completed the surgery with a 15-minute delay. There was no harm to the patient.

Manufacturer narrative:
The device associated with this report was not returned. The product development team is aware of this complaint and has a new design to mitigate the reported failure. Previous investigations and evaluations found that the failure may have occurred while the clamp was being squeezed under very high loads and the bearings inside of the cylinder were extruding slightly, causing the mechanism to stick. The enhanced attune patella drill clamp will be distributed under product code 254501055. (B)(4) was approved on november 25, 2014. New design is now available. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Examination of the submitted patella drill clamp confirms the reported event. The locking feature is not functional. A complaint database search on the provided product code identified similar reports. The product development team is aware of this complaint and is working towards a design to mitigate the reported failure. Previous investigations and evaluations found that the failure may have occurred while the clamp was being squeezed under very high loads and the bearings inside of the cylinder were extruding slightly, causing the mechanism to stick. The enhanced attune patella drill clamp will be distributed under product code 254501055. (B)(4) was approved on november 25, 2014. New design is now available. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.